Manufacturer narrative:
Device was not returned for eval.

Event description:
The ems was used during a laparoscopic hernia repair. The staples would not load or release from the device. Another device was used to complete the case. There was no consequence to the patient.